Manufacturer narrative:
(B)(4). Date reported as july 23, 2015 rather than june 23, 2015. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update - 5/18/15, confirmed the date of surgery and part number for the mesh and screws. The original surgery occurred (B)(6) 2007. Fifteen out of sixteen screws were explanted. One screw remained due to surgeon having difficult during explantation.

Event description:
It was reported that the patient was having a problem with a titanium mesh plate. In 2007, the patient underwent a cranioplasty and had an unknown titanium mesh plate implanted along with unknown screws and norian bone putty. Titanium cranial flap tube clamps (textured) were used. The patient complained to surgeon that the area was very sensitive. She indicated that she could feel the implant and was experiencing pain. The plate remained implanted until (B)(6) 2015 at which time the plate and screws were removed due to the plate protruding through the skin. After explantation, bacteria was found on the plate. The patient is now being treated with a course of antibiotics. There is not additional information available for this complaint. This report is 7 of 7 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Event: onset date of pain and infection is unknown. Implant: unknown date in 2007. Additional manufacturing dates for this part/lot combination include: may 25, 2004 and june 29, 2004. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: expiry date: january 31, 2006. Norian (presently dsm biomedical) manufactured the crs fast set putty 5cc - sterile (part number 613.05.01s, lot number n547800). The lot was received at synthes monument facility. No material record reports or non-conformance reports were generated for this lot and the three shipments were released february 26, 2004, may 25, 2004, and june 29, 2004. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further information reported that: within the maude report for the complaint the event date is listed as (B)(6), 2007, however, reporter confirmed the event date as (B)(6), 2007.